Event description:
Approximately 5 years after receiving saline implants, I had my first blood panel come back with high liver enzymes. From then until now I have been thought to have autoimmune, (B)(6). Then when my hair started falling out in subsequent year docs thought I had lupus with high ana. I have joint pain everyday. So I thought I possibly have fibromyalgia? Fatigued and depressed, I found out about bii. This is real and I am a victim of breast implants and their effects on the body.